Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed and this ra lead was explanted. During the revision, the lead was tested via a pacing system analyzer and the high impedances were reproduced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted outer coil insulation damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was deformed and fractured 23 centimeters from the terminal pin. Analysis indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.